Manufacturer narrative:
We have now concluded our investigation into the complaint reported. The device used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no visual issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device had ran for over 7 days, with the root cause identified it had reached its 7 days end of life. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on the 5th day of npwt utilizing a pico 7, it was noticed that the dressing was not compressed. The pump worked when the start button was pushed, however, the dressing did not compress. The treatment was continued by exchanging the pump and the dressing. No patient harm nor delay was reported.